Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear intensively. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing an error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that while the surgeon was using thunderbeat 5 mm, 35 cm, front-actuated grip type s handpiece during an abdominal surgery, an error code was observed on the olympus usg-400 generator. The surgeon removed the instrument, inspected it and found the tip of the thunderbeat to be loose and defective. The procedure was completed with a similar device. There were no reports of patient harm. Inspection and testing of the returned device found the ptfe pad (teflon pad) was severely worn and exposing metal. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.